Event description:
It was reported that on (B)(6) 2011, the 3.0 x 15 mm promus stent was implanted in the mid right coronary artery. The patient reported chest pain on (B)(6) 2011; however, no treatment was noted. On (B)(6) 2013, the patient presented with respiratory failure and non q-wave non-st elevation myocardial infarction. The patient was hospitalized the same day. The patient was not on dual antiplatelet medication. Aspirin and the study drug per protocol were last taken on an unknown date in 2013. The subject did not take any other antiplatelet medication during the study. On (B)(6) 2013, the patient died due to acute on chronic respiratory failure due to metastatic endometrial cancer. No additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, death, and myocardial infarction, as listed in the promus everolimus eluting stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.